Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, psychological disorder, smoker, immediate implantation, infection, mobility (B)(6), are same patient).